Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced overstimulation (described as shocking sensation) at the ipg site when therapy was turned on during reprogramming and impedance check. Impedances were observed zero on all the contacts except one which showed high impedance. Troubleshooting was tried to no avail. The patient underwent surgical intervention wherein the leads were tested with trial cable and external generator. Impedances were observed normal. As a result, the ipg was explanted and replaced with another model which resolved the issue. Therapy was restored postoperatively.